Event description:
Covidien received info stating, "during use on a pt, the pt had dyspnea while on vent and was transferred to the emergency room due to pco2 over 100. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien provided training at the hospital site.